Event description:
After a guide wire was placed through endoscope into stomach, the endoscope was retracted and both were left in place. Then a dilator with clear overtube over dilator was placed without difficulty. A varix was banded. Subsequently, upon retraction of the endoscope and overtube, profuse bleeding from posterior pharynx was noted. A repeat egd revealed a superficial esophageal mucosal tear/laceration.